Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed and the occlusion alarms were verified and no insulin was observed to be dripping out of the infusion set tubing. Blood glucose level was 155 mg/dl. Tandem technical support advised the customer to perform a cartridge change to address the issue.